Event description:
It was reported that during a peripheral stenting treatment procedure, the device's marker band came off. The flexima drainage catheter's marker band came off inside the patient during the procedure. The marker band was recovered and the catheter was removed successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a peripheral stenting treatment procedure, the device's marker band came off. The flexima drainage catheter's marker band came off inside the patient during the procedure. The marker band was recovered and the catheter was removed successfully. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: device was received in a generic plastic bag and during visual inspection it is noted that the ro band detached from the stabilizer. The stabilizer presents deep marks, which are consistent when the ro band is properly attached to stabilizer . The ro band shows evidence of severe damage (deformed/deep tears). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).